Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had off no power alarm and multiple alarms. The customer reported that the insulin pump alarmed unexpected restart and external ram error. Customer¿s blood glucose level was 187 mg/dl. Troubleshoot was performed for off no power. Customer stated that they did not get a low battery alert prior to the off no power alert. The customer assisted in performing a self test and test passed. The customer was advised that the pump will be replaced. The insulin pump will not be returned for analysis.